Event description:
The patient underwent an interventional coronary procedure using two vascade mvp and a vascade mvp xl devices. The devices were deployed via sheaths inserted into the right groin (10f) and left groin (9f and 7f). No device anomalies or procedural complications were reported. Fourteen days post-procedure, the patient presented to a healthcare provider with purulent discharge at the right groin access site. The patient denied fever or chills but reported increasing post-procedural pain, followed by dark drainage and purulent fluid. The surrounding area was noted to be red and painful. A review of the patient's chart showed no relevant pre-existing conditions, and blood work from the day of the procedure was within normal limits. The patient was referred to vascular surgery, and a duplex ultrasound revealed a 1.01 cm × 0.64 cm avascular mass, consistent with a hematoma or collection. The patient was prescribed doxycycline.

Manufacturer narrative:
The device was discarded by the user facility. Based on the information provided there is no evidence of a device malfunction. The cause of the reported device cannot be determined. However, infection is a known, possible risk with an incision which is disclosed in the product IFU. The instruction manual for vascade mvp® xl model 800-1012xl 10-12f (venous) states "warning do not release the collagen patch if any part of the white marker stripe is showing (e.g. Tissue tract is too short), as this may increase the risk of infection if the collagen protrudes from the skin."